Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not received for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 2.00mm x 12mm emerge¿ balloon catheter was advanced for dilatation. However, after inflating the balloon for several times, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc device. No patient complications nor injuries were reported.